Manufacturer narrative:
There was no information provided from the physican about the patient or details of what happened during the surgery or if the patient was harm. A "complete pull through at the sacrum" with vertessa lite usually happens when the implant doesn't hold properly in the bone. This can be due to placement issues, a weak sacrum, or the implant not bonding well. It can also occur if an infection weakens the area. Without product lot numbers or product return, a further evaluation of the issue cannot be conducted. The complaint details provided do not indicate whether the event is related to the product, the surgical technique, surgeon experience and/or patient anatomy.

Event description:
Dr. (B)(6) mentioned that she "had a couple of failures of vertessa lite" which occurred by a "complete pull through at the sacrum." She mentioned that they happened "recently" however, did not clarify when they had occurred and when the patients had their first surgery. No product was returned and no additional information was communicated.